Manufacturer narrative:
Additional information was reported that the previously reported avb of unknown severity was first degree avb with a pr interval of 210 ms. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID d-evprop2329us; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na product ID l-evprop2329us; product lot/serial number (B)(6); product type: compression loading system; implant date na; explant date na updated data: a1, b1, b3, b5, d10, g1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information that immediately following the implant of this transcatheter bioprosthetic valve moderate paravalvular leak (pvl) was noted. To treat the pvl, a post-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic balloon. Following the bav, trace pvl was identified. No further treatment was reported for the pvl. Approximately one year and nineteen days following the valve implant an echocardiogram identified moderate central insufficiency with trivial to mild pvl. The gradients and velocity were reported as normal. A repeat transthoracic echocardiogram (tte) was to occur in six months or sooner if symptomatic and anti-coagulation stopped as prescribed. No symptoms or adverse patient effects were reported. An additional tee was performed 6 months later which identified mild aortic regurgitation and ongoing pvl. No treatment reported. Additional information received indicated that the status of the central aortic insufficiency and pvl was still recovering and resolving.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the two-hour post-operative electrocardiogram (ECG) showed an atrio-ventricular block (avb) of unknown severity and a left bundle branch block with a prolonged qrs duration of greater than or equal to 150 milliseconds. It was noted the avb was not present on subsequent ecgs performed. Two days following valve implant, a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.